Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during surgery, a polarcup trial insert nav 22/61 broke during trialing. It is unknown how surgery was finished and if there was a delay. Patient was not harmed as consequence of the problem.

Event description:
It was reported that during surgery, a polarcup trial insert nav 22/51 was worn and a polarcup trial insert nav 22/61 broke during trialing. It is unknown how surgery was finished and if there was a delay. Patient was not harmed as consequence of the problem.

Manufacturer narrative:
H3, h6: it was reported that during surgery, a polarcup trial insert nav 22/51 was worn and a polarcup trial insert nav 22/61 broke during trialing. It is unknown how surgery was finished and if there was a delay. Patient was not harmed as consequence of the problem. This complaint investigation has been performed on the polarcup trial insert nav 22/61. The device, intended for use in treatment, was not returned for evaluation. Hence, no visual inspection could be performed. The review of historical complaints for the alleged device revealed one additional similar complaint reported for the same batch, and one additional similar complaint for the same product number over the past 12 months with similar failure mode. A review of the product documentation did not detect any deviation that could have contributed to the reported failure mode. Previous investigations demonstrated that the performance of the device is within the risks level that are anticipated in the risk management documentation. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. Based on the available information and the performed investigation, the reported failure mode could not be confirmed. A relationship between the reported event and the device cannot be confirmed. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. Should the device or additional information be received, the complaint will be reopened. Smith and nephew will continue to monitor this device for similar issues. This investigation is considered closed.